Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch record review confirmed the device met all material, assembly and inspection specifications. Additional information received indicates the device was withdrawn through a 17 gauge metal needle. As noted in the warnings section of the device instructions for use (dfu),"do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation it appears that procedural and/or clinical factors have impacted on the event as reported. It was reported that the device is not expected to be returned; however, if there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
Zipwire hydrophilic guide wire removed from patient was not intact; ref # m0014615280, lot # 10803204, exp 2020-02-29; dr. And present from 1314 to 1322, wire fragment not retrieved. Additional information: 17 gauge metal needle was inserted into the internal jugular vein through which the zipwire was passed. The zipwire was withdrawn once and upon starting to re-insert it was noted that 1 cm of the distal hydrophilic polymer jacket material was missing. Procedure outcome: ifusaport was successful. No plan to retrieve the fragment in the soft tissue. Patient discharged in stable condition. No problems from procedure.